Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported a primary total left knee on (B)(6), 2022 and reported pain and stiffness. Patient would like to know the material composition of the parts implanted as he noted he has a "mild sensitivity" to silver.